Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. Customer stated insulin pump was not dropped nor bumped and nor exposed to moisture. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the device failed to vibrate when it was supposed to. After further review of the device¿s interior, there are traces of rust at the bottom of the battery compartment plus there is corrosion on some components on the power board underneath the battery compartment where the vibrator is located. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.